Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No sticky keys were noted. The insulin pump had minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer stated that the keys were sticking and not responding even after they reset the insulin pump. The customer's blood glucose was 125 mg/dl. The discontinuation of the device was advised. Nothing further was reported.